Manufacturer narrative:
Concomitant medical product: 383059 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert for undefined/high right ventricular (rv) lead impedance and lead noise. In-office testing was performed which noted loss of capture. Isometric testing was conducted and noise was able to be reproduced in both bipolar and the integrated bipolar sensing vectors and the rv lead was programmed off. It was further reported that the lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.